Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen and moisture in the pump. This report is made based on results of investigation completed on 03/10/2015.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings: device evaluation: the display screen was found to be dim and discolored and there was moisture corrosion found inside the pump affecting the force sensor circuit and the continuous glucose monitor module pins.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2015 with the following findings: review of the black box data revealed records of cs215 cgm failure warnings. On investigation, the pump was not able to be paired with a test transmitter due to a cs215 warning on the first attempt to pair the units. The alleged issue was duplicated on investigation. The pump was opened for investigation and revealed moisture corrosion on the force sensor circuit and on the pins of the continuous glucose monitor module. Unrelated to the original complaint, the display was noted to be dim and discolored.